Event description:
Our affiliate reports that during a sub-acromial decompression procedure, the surgeon noted metal filings emanating from the shaver blade and falling into the patient¿s joint space. All of the debris was removed from the body and the procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
At this point in time, mitek is in the gathering information mode. If and when more information becomes available, then, mitek will submit a follow-up report.